Event description:
It was reported to boston scientific corporation that a upsylon y-mesh implant was implanted into the patient on (B)(6) 2011 and an advantage fit implant was implanted into the patient on (B)(6) 2011. The patient experienced complications and further surgery. Device 2 of 2. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); recurrent incontinence. Surgical interventions: on (B)(6) 2012 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: excision of mesh exposure.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.